Event description:
Low impedance was reported. The insulation layer between the ring and coil was considered compromised. Manufacturer's representative strongly recommended lead replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.